Manufacturer narrative:
Product event summary: driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Log file analysis revealed normal pump parameters and no alarms recorded that could be related to the reported event. On-site inspection revealed the driveline discolored with multiple wrinkles, confirming the reported event. An isolation of blood servicing procedure was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline discoloration may be attributed to the chemical washing of the driveline as mentioned in the information provided in the service report form. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
The vad coordinator reported that during a clinic visit, the middle portion of the driveline was observed to be discolored/stained. An isolation of blood servicing procedure was completed. There was no reported effect on the patient.